Event description:
One touch basic enhanced meter was reading inaccurately high. The medical affairs specialist mailed a letter since the patient could not be reached for additional information. The patient obtained a 179 mg/dl and 180 mg/dl on the reported meter. They then described feeling sweaty. No actions were taken following the use of the meter that would affect their blood glucose levels. They went to the hospital where they were administered insulin. There was no indication that they were tested on another meter. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. It would have been helpful to know the result obtained at the hospital. The customer care representative (ccr) verified that the test strips were within expiration date, not opened longer than the discard date, and stored properly. The ccr discovered that the meter was not being cleaned according to the owner's manual. The ccr walked the patient through cleaning the meter and two consecutive check strip tests. Although the meter was cleaned properly, both results fell outside the specified range. The meter, test strips, and control solution were replaced.